Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter had a battery indicator issue. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call recording the cca was advised by the patient that at on (B)(6) 2016 at 8am, she had a meter had a battery indicator issue, and she was constantly changing the meter batteries and she was unable to test. The patient stated she manages her diabetes with a combination of diabetic medications ("insulin and glipmerform 500 mg"). The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged taking less food and/or drink at an unspecified time. The patient claims she developed symptoms of weak, confusion, shaking and nervousness, frequent urination after the product issue. The cca was advised by the patient that during a doctors office visit, on a unspecified date, that a blood glucose reading was taken with an unknown meter. The patient allegedly had a blood glucose result of "178mg/dl" and she was given hcp advice of not to drink water late at night. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and meter did not required a new battery. There was no misuse of the product, the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.